Event description:
During a procedure on (B)(6) 2014, the physician attempted to use a rapidcross balloon. During the introduction of the balloon through the sheath, the physician reported feeling a "pop". The physician then removed the catheter shaft of the balloon and noticed that the balloon segment of the catheter had detached and remained inside the patient. The physician used a spiderfx and pta balloon to retrieve the broken piece.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the separation occurred at the proximal rx guidewire lumen port. Both separation faces exhibit tensile stretching and necking. The distal balloon section exhibits compressional zipper tearing of the guidewire lumen. The distal tip is kinked and does not allow the passage of a 0.014in guidewire. All components of the balloon section are present and accounted for. Using a flushing tool for a turbohawk attached to the proximal end of the balloon section, a 0.014in guidewire advance just into the distal tip, and a surgical clamp the balloon was able to be inflated: no leaks. Approximately 130.5cm distal of the distal end of the strain relief the proximal section of the catheter exhibits bending, stretching, necking, and twisting of the catheter mono-lumen. All components of the proximal section are present and accounted for.